Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported the pump stalled and had to be replaced. The pump was delivering baclofen. Patient information, device information and specific patient symptoms, cause of the event, interventions/treatment, troubleshooting/ diagnostics, drugs in the pump and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.